Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her drg stimulation system. It was reported the patient began to have trouble breathing during the implant procedure. The patient was repositioned to the supine position in order to achieve a good airway until he was stable. Once stable, the patient was placed back into the prone position and the implant was completed. The patient is doing well following the procedure and the therapy is effective.